Event description:
Per the clinic, the device was explanted due to patient reports of a suspected device malfunction. The device was explanted (B)(6), 2011 and there are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).